Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a recent switch from an inset to a contact detach infusion set, and they changed the infusion set early after prolonged high glucose; alerts for sustained hyperglycemia occurred and no back-up therapy or ketone testing was used. Symptoms included elevated blood glucose over 300 mg/dl without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no hospitalization, and no need for assistance. Investigation included device-use troubleshooting and user education with review of use patterns and infusion set handling. Investigation of this case revealed no observed device malfunction and an unclear cause of hyperglycemia. It was concluded that hyperglycemia occurred with cause unclear and that replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.